Manufacturer narrative:
This report is submitted january 5, 2017.

Event description:
Per the clinic, the patient sustained a head trauma at the implant site in 2012, resulting in swelling and tenderness over the implant site. The patient presented to the clinic and underwent a procedure to aspirate a hematoma that formed, and the patient was subscribed oral antibiotics (date not reported). It was reported that the drainage procedure was not performed with a strict antiseptic procedure. Two weeks following the procedure, the patient developed flap necrosis and was admitted to hospital (date not reported) in order to receive treatment of IV antibiotics for a duration of two weeks. Following treatment, the patient was discharged and was treated with an additional course of oral antibiotics for a duration of 4 weeks. Two months later, the patient presented with an infected wound and flap necrosis. Subsequently, the patient was treated with IV antibiotics for a duration of one week. The patient then underwent a procedure to close the wound with a muscle flap, and was placed on IV antibiotics for three weeks. Six weeks later, the patient developed an infection with redness and tenderness over the implant site, resulting in extrusion of the receiver stimulator. Subsequently, the device was explanted (date not reported).

Manufacturer narrative:
This report is filed on march 07, 2017.